Manufacturer narrative:
A field complaint was received from abbott vascular on the 11th june 2015, the event as report by the customer is outlined below: "incident desc -post market evaluation (pme) it was reported that the procedure was to treat a challenging,stenosed lesion in the superficial femoral artery. A 4-french non-abbott introducer sheath was placed. The 4.0mmx200mmx90cm armada 18 balloon dilatation catheter (bdc)and hi-torque connect guide wire both kinked during pushing of the devices to cross the lesion;however,the devices were able to cross the lesion. The bdc inflated,deflated, and withdrawn without reported issue. After withdrawal,the bdc was inflated once to refold the balloon and was attempted to be reused; however,the bdc could not be reinserted through the 4-french non-abbott introducer sheath. A new armada 18 bdc and a new hi-torque connect guide wire were used to successfully complete the procedure.there were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided." No images/pictures of this complaint issue were provided. When the complaint details was first received by lake region medical new ross, the field complaint was logged as g15614 and was initially classified as a non-reportable incident (both mdv and MDR non-reportable). The complaint was categorised as [?]damage noticed after use' as damage of the wire during use is an expected potential challenge of intravascular procedures and the incident description states that the lesion was challenging and stenosed, there [?]were no reported adverse patient effects and no reported clinically significant delay in the procedure'. Following device investigation, guidewire was noted to be kinked and damaged as consistent with the incident description, however the following was also noted in the investigation report "80 cm from the guidewire proximal end over this entire length the ptfe coating was found to be damaged - the top coating was observed to be removed and minor scratches were evident." Following the device investigation, lake region medical did not recategorize this complaint as a reportable incident. The coating removal was not noted as reportable as all information from the field did not refer to any coating issues or issues with coating removal i.e. The field event refers to kinks and physical resistance which are not reportable. The device may have been damaged after use or upon return shipment to lake region medical and the coating damage noted on return of the device was not reported or referenced in the field event. The damage noted on the guidewire was consistent with robust user handling and a review of the lot history confirmed that the guidewire was made to specification; all relevant tests were performed and passed. Following reporting of lake region medical's investigation to the distributor (abbott vascular), in the form of a final complaint investigation letter and it was the distributor's opinion that reportability should be reassessed as there was 'coating removal' noted in the manufacturer device investigation. As a precaution, lake region medical new ross, reopened the complaint file (g15614) and the investigation was reinitiated and the incident was reassessed for reportability. As a result of the coating removal (although not referenced in the field event description) the complaint was reassessed and the decision was taken to report this issue as a precaution in case their may be a later patient adverse event. Additional investigation was performed on the returned guidewire to further assess the coating integrity: a section of the guidewire was chosen to complete adhesion testing as per tt0077 'adhesion testing of lake region medical guidewires' and rda94 'mandrel guidewire design input summary'. Per rda94, the specification is 10 strokes minimum. There was no coating removal or signs of damage in the test area after 100 strokes. The adhesion testing confirmed that the returned guidewire passed lake region medical specification per q253 'precoat guidewire workmanship standards' and tt0077 adhesion testing of lake region medical guidewires' in that no coating damage was visible at 18". Coating adhesion exceeded lake region medical specification per design input summary rda94.

Event description:
"Incident desc -post market evaluation (pme) it was reported that the procedure was to treat a challenging,stenosed lesion in the superficial femoral artery. A 4-french non-abbott introducer sheath was placed. The 4.0mmx200mmx90cm armada 18 balloon dilatation catheter (bdc)and hi-torque connect guide wire both kinked during pushing of the devices to cross the lesion;however,the devices were able to cross the lesion. The bdc inflated,deflated, and withdrawn without reported issue. After withdrawal,the bdc was inflated once to refold the balloon and was attempted to be reused; however,the bdc could not be reinserted through the 4-french non-abbott introducer sheath. A new armada 18 bdc and a new hi-torque connect guide wire were used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided."

Manufacturer narrative:
When complaint information was originally received by the manufacturer (B)(4) the complaint was assessed as a non-reportable incident. Following additional investigations the event was subsequently reclassified as reportable and the investigation is on-going.

Event description:
"Incident desc -post market evaluation (pme). It was reported that the procedure was to treat a challenging, stenosed lesion in the superficial femoral artery. A 4-french non-abbott introducer sheath was placed. The 4.0mmx200mmx90cm armada 18 balloon dilatation catheter (bdc) and hi-torque connect guide wire both kinked during pushing of the devices to cross the lesion; however, the devices were able to cross the lesion. The bdc inflated, deflated, and withdrawn without reported issue. After withdrawal, the bdc could not be reinserted through the 4-french non-abbott introducer sheath. A new armada 18 bdc and a new hi-torque connect guide wire were used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided."